Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7040793.

Event description:
It was reported that the patients ipg eroded through the skin and the patient was sent to the emergency room. There was no device malfunction suspected. The patient underwent an explant procedure. All device components were removed and discarded.